Event description:
As reported by user facility: per nurse's description pump did not infuse total volume of medication.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. Volumetrics of 100ml/hr and 10ml tested in spec at 9.96ml or 99% of expected accuracy. The log review did not note an occurrence of the reported issue. Log review shows on (B)(6) 2024 and last infusion at 9:19am and 12ml monoject syringe and infusion start of 7.2ml/hr and 1.2ml (dl: flush). At 9.29am infusion stopped with volume infused to 1.2ml and no further infusions took place. Preventive maintenance service was performed.